Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure, the "fiber firing at the tip of the fiber and on the side" was noted. The fiber was exchanged and the procedure was completed with the second fiber. Patient outcome: "ok." No injury to the patient was reported.